Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that three different size 13 articular surfaces were attempted for insertion but would not snap into place. A size 14 surface was opened and used to complete the procedure.